Event description:
Pt was treated in 12/2003. Thermage was notified of event 3 mos later. Pt developed indentations, grid pattern on left cheek area, at four weeks post treatment. Pt had been instructed to do massage on the area several times a day. Follow-up in 04/2004; the indentations have improved about 60% and instructed to continue with the massages. Most current follow-up in 08/2004; the indentations continue to steadily improve.